Event description:
Patient underwent right solo unicompartmental arthroplasty in 2009. Postoperative course was uneventful. Patient seemed to be recovering well. Three months later, the patient complained of persistent low intensity medial knee pain. Radiographs were un-diagnostic. Steroid injections failed to relieve discomfort. Patient was ambulatory without the need of assistive devices. Surgeon continued to monitor patient and when pain did not appear to resolve, diagnostic arthroscopy was recommended. Patient returned to hospital and was taken to the operating room four months later. Small bone cement bodies were found but were not considered to be the source of pain. Implant position was appropriate but micro instability may have been the source of pain, the tibial component was removed and replaced with a metal backed tibial component and resection of the tibia. Explanted device had full cement coverage but tibial bed suggested the possibility of avfibrous interface that may have resulted in micromotion. The patient has been followed without clear evidence that the intervention has completely resolved discomfort. The patient has opined that the knee has improved following the intervention.